Event description:
Probes failed to work with alert "no probe" alarming on monitor screen. Attempted exchanging blue cable, blowing out dust from cable plug holes on the brick, unplugging and re-plugging the brick from monitor. All these interventions failed.